Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent cannula event on 23 feb 2026. The insertion site was the lower back, and the infusion set had been in use for one day. As a result of the event, the patient experienced high blood glucose measuring 300 mg/dl and was treated with insulin via pump.